Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump became frozen on a low battery power alert and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a manual injection to bring bg levels back to target range.